Manufacturer narrative:
Unique identifier (UDI) # (device identifier): (B)(4). Approximate age of device- 1 year and 11 months . The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that a head CT scan performed at the outside hospital showed evidence of a recent cortical infarct but with no acute infarcts and no bleed. The patient was evaluated by the neurologist and it was reported that the patient¿s primary symptoms with the stroke is the recent behavior changes. On (B)(6) 2017 a CT angiography (cta) was performed and findings revealed 55mm chronic left middle cerebral artery inferior division distribution, 18mm chronic right occipital lobe infarctions and a new acute 50mm right temporal occipital infarction in inferior distribution of the right cerebral artery. There is no discernible intracranial thrombus and no hemorrhage. The patient¿s anticoagulant at the time of event was aspirin. The patient was hospitalized and current status is ongoing. No additional information provided.

Manufacturer narrative:
A correlation between the reported stroke and the left ventricular assist system (lvas) could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.